Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported two cassettes leaked during device testing. There no impact to the patient. The product samples are available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot for one lot. For the other lot, this is first complaint for the finish goods lot and first for this issue. Both lots, the device history records shows the products were released per specifications. The customer did not retain the samples; visual inspection or functional testing could not be conducted. The customer provided photos of one cassette; however, the photos are not related to the actual defect, the photos are of the cassette label. The root cause of the customer's complaint could not be established as the samples have not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. The manufacturer internal reference number is: (B)(4).